Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, investigation conclusion, component code). Additional point of contact: (B)(6). A getinge field service engineer evaluated replaced safety disk (d202-00-0140) due to failed pim testing during all manifolds testing. Leak was 99mmhg. After exchange pm completed without issue.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit failed all manifold and pim testing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.